Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, line a of the device was programmed to deliver normal saline 1000ml, at a rate of 999ml/hr, with a vtbi (volume to be infused) of 1000ml, and the delivery was started. At 1310, the nurse reported that in 36 inches of the tubing set distal to the device, large bubbles and air segments were noted with no device alarm. The device was removed from clinical svs. Therapy was resumed using a replacement device. No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.